Manufacturer narrative:
Additional information: b5, h3, h4, h6 (update codes), h11. Correction: d9: date returned to MFR. B5: the bags contained smof lipid + soluvit/vitalipid. H4: the lot was manufactured between may 31, 2023, and june 1, 2023. H11: two (02) actual devices and a photograph of a sample were received for evaluation. Visual inspection of the photo and returned samples did not identify any abnormalities that could have contributed to leak. A functional leak test was performed by filling with tap water; a leak was observed from the administration spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This was observed when the overpouch was opened to hang the bag. There was no patient involvement. No additional information is available.